Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, a blank display was noted. Unable confirm / not confirm if replace battery alerts occur and unable to perform the sleep current measurement, active current measurement, and self tests due to the blank display. Unable to upload using thump due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards and cases, the blank display was isolated to pcba1. In summary, the customer¿s report of unexpected replace battery alerts was unable to be confirmed during testing. The blank display is due to pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a power loss alarm, replace battery now alarm with a prior low battery alert. The customer was treated with carbohydrate intake. The event involved product(s) mmt-326a, mmt-1884, mmt-7040a, mmt-431aj. Troubleshooting was partially performed for the power loss alarm; the customer was able to clear the alarm and unable to complete the rewind, the customer declined further troubleshooting. Troubleshooting was declined by the customer for low blood glucose event. Troubleshooting was performed for the replace battery now alarm and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. No further patient complications were reported. No product return is required for mmt-326a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-431aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.